Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial set screw of the implantable pulse generator (ipg) was unable to be removed. The device was explanted and replaced due to normal elective replacement indicator (eri), but during the procedure, the atrial lead would not come out of the header. The physician could not get the wrench to fit into the screw, they looked at the opening and said it appeared that perhaps a part of the wrench used to set the screw was broken off in the hole. It was completely closed. No patient complications have been reported as a result of this event.